Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a "popping noise" was heard during vf induction. A chronic 4076 lead had an insulation break which affected the other leads. Temporary pacing leads were placed until the leads were extracted. The atrial and left ventricular leads were explanted and replaced. No patient complications were reported as a result of this event.